Event description:
The complainant reported that the clinician was performing a therapeutic ureteroscopy procedure on a patient using zero tip nitinol stone retrieval basket. During the procedure (date of event unknown) the basket would not close. The physician reported that he was able to remove the basket with no patient injury or complications. The physician successfully completed the procedure with another of the same device, and the patient was reported as fine.

Manufacturer narrative:
This device has been received for evaluation, but the evaluation has not yet been performed; therefore, a failure analysis is not yet available. We are unable to determine the relationship between the device and the cause for this event at this time.